Event description:
Material no: unknown , batch no: unknown. It was reported that patients reaction to chloraprep. Verbatim: "...a (B)(6)-year-old puerpera (gravida 1, para 1) presented to our obstetrics and gynecology emergency unit complaining recent appearance of fever, right upper quadrant (ruq) pain exacerbated by movement, pelvic pain, and smelly lochiations." "...cesarean delivery was performed through pfannenstiel incision, after preoperative povidone-iodine 10% skin preparation, chlorhexidine vaginal cleansing".

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).